Event description:
The customer received a blood glucose result of 305mg/dl or 315mg/dl. Customer went to see the doctor who prescribed amaryl. 10 days later the customer took the medication to bring down their blood glucose. Customer felt like passing out. Customer used their family member's device and received a result of 30mg/dl. The customer ate candy, and took a reading with a result of 300mg/dl. The customer went to the hospital and they received a result of 70mg/dl 35 minutes later. No controls were in use. A request was made for the return of the suspect device and replacement product were sent.